Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
It was reported that revision surgery was performed due to unknown reasons. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. The cause of the revision could not be determined as the reported failure is unknown.

Event description:
It was reported that revision surgery was performed due to unknown reasons where the doctor explanted a meta-nail from a patient.